Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery test failed alarm occurred during normal use. The customer's blood glucose level was unknown. The customer was able to clear the alarm. Troubleshooting was performed. The device will be returned for analysis.